Event description:
It was reported that using an unspecified artery access approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, common iliac the 10 x 20 mm armada 35 balloon dilatation catheter (bdc) was positioned and inflated once at 9 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. A non-abbott bdc and a non-abbott stent were used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.